Event description:
The customer alleged that the bovie cautery replacement tips are breaking off. One tip broke off while in use and burned a patient during a vasectomy. The burn was not serious and did not require additional medical intervention.

Manufacturer narrative:
The customer stated that "during a vasectomy, the cautery unit is activated for 1-2 seconds to make an entry point into the vas, then it is activated again a few seconds later for 2-3 seconds to cauterize the vas lumen. There is then a several minute break until the process is repeated on the second side. The clinical team confirmed that this device should not be used to create an entry point as it is a cauterizing device only. Based on this information, it can be determined that the tip is breaking due to user error. The DHR was reviewed with no noted nonconformities during manufacturing and processing of this product and lot number. All items were noted to be within manufacturing specifications from the manufacturing location. This is an isolated event with 94,210 individual tips sold since 2018. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted. This submission is passed due as we recently discovered that the original submission was not accepted due to an old version of esubmitter.